Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The peritonitis event was manifested by cloudy effluent. On the same day as the onset of peritonitis the patient was hospitalized. The patient received intraperitoneal (ip) vancomycin and gentamycin (dose and frequency not reported) as treatment for the peritonitis. The action taken with dianeal therapies was not reported. Seven days after the hospitalization the patient was discharged. It was reported that the patient was seen in the pd clinic after hospital discharge and the pd effluent was still cloudy. The patient¿s recovery status was unknown. No additional information is available.